Manufacturer narrative:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lot 2511-30-8922 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue as historical qc results were imprecise. Following maintenance actions performed by the customer on the vitros 5600 system which included cleaning the cuvette incubator and performing a water blank adjustment, qc results returned to expectations. Additionally, a vitros gent diagnostic precision test performed on the vitros 5600 system post maintenance actions yield results that were within ortho acceptable guidelines indicating that the instrument was performing within expectations. Email address for contact office above is: (B)(6).

Event description:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lot 2511-30-8922 on a vitros 5600 integrated system. Biorad lot 85280 l1 vitros valp results of 21.6, 21.2, and 18.6 ug/ml vs. The expected result of 32.48 ug/ml. Biorad lot 85280 l2 vitros valp results of 54.9, 51.5 and 52.5 ug/ml vs. The expected result of 72.50 ug/ml. Biorad lot 85280 l3 vitros valp results of 93.5, 94.6 and 89.6 ug/ml vs. The expected result of 117.7 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).and ivd (B)(4)..